Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had huge difference between sensor glucose and blood glucose. The customer¿s blood glucose was 210 mg/dl and the sensor glucose was 40 mg/dl. The customer stated that the electrode was not found when removed. The sensor will not be returned for analysis.